Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. Reportedly, the keypad was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the keypad was found to be torn at the ok button. During testing, the all of the keypad buttons were intermittently unresponsive. The keypad cover was removed and there was contamination found under all of the button contacts. Unrelated to the complaint, evaluation revealed that the display was dim, faded and discolored.